Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 177 days following a biliary stenting procedure the wallstent was found to have migrated. The pt presented for treatment with a malignant biliary stricture and a covered biliary wallstent was placed. The pt experienced jaundice during indwell of the wallstent. The pt was assessed for stent migration 177 days post implant. The wallstent initially placed had migrated against the opposite duodenal wall. The investigator assessed the event as serious, mild in severity, and definitely related to the device. The wallstent was removed with a snare and rat tooth forceps and a 2nd covered stent was placed. The event was reported to be resolved with stent removal and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.